Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that at the end of the case, the doctor made the comments about the patient injury created by the sensor placement. The sensor had created an indentation on the patient's swollen up finger. The doctor took pictures of the patient's edematosed finger. The md placed the sensor without having been properly in-serviced prior to surgery. Product is not returned because the md tossed the sensor after its use.